Manufacturer narrative:
No button error alarm noted. The insulin pump received with intermittent button response due to corroded keypad traces. All operating currents are within specification. The insulin pump passed self-test. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcdwindow and scratched reservoir tube window.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she took the battery out and put the battery in. Customer stated that the pump said battery out limit. Customer's blood glucose was 200 mg/dl at the time of the incident. Customer stated that the pump might have gotten some sweat. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer stated that she was going to get syringes.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.